Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 9 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, it was reported that the patient had an elevated lactate dehydrogenase (ldh) and increased blood pressure. The manufacturer¿s technical service representative reviewed the submitted log file and observed some high powers with higher flows. The patient was started on intregelin 2. A ramp echocardiogram performed on (B)(6) 2017 revealed that the aortic valve was opening with every beat. A CT angiography showed that the lvad device was in appropriate position without evidence to suggest associated inflow or outflow cannula thrombus. There was no fluid collection or inflammatory change about the subcutaneous course of the lvad driveline. On (B)(6) 2017, the customer reported that there was a small vibration felt over the pump, just right of sternum that started at approximately 5:50 am. On (B)(6) 2017, it was reported that the patient¿s pump continued to vibrate slightly. There were no changes in vad parameters. The patient¿s urine was clear and patient¿s current ldh was 1014 u/l. On (B)(6) 2017, the customer reported that the patient was doing well and was scheduled to be discharged home that weekend. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be determined. The submitted system controller log file did not capture any atypical alarms and appeared to show the system functioning as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted to the hospital for an elevated lactate dehydrogenase (ldh) of 906 u/l. The patient was given intravenous fluids and was started on persantine. On (B)(6) 2017, the patient¿s hemoglobin was 25.4 g/dl. A CT scan was performed to the abdomen and results were obtained on (B)(6) 2017 that showed no signs of thrombus. On (B)(6) 2017, intergrilin was initiated. The patient¿s ldh began to improve and heparin was initiated. The patient was also taking aspirin. On (B)(6) 2018, the patient¿s ldh worsened and was transferred to coronary care unit (ccu) for blood pressure management and worsening ldh. A repeat CT scan was obtained that was negative for thrombus. A plasma free hemoglobin was repeated that was normal at 8.4 g/dl. Ldh increased to 1014 u/l on (B)(6) 2017. The patient was weaned off integrilin and restarted on persantine. The patient was started on tissue plasminogen activator (tpa) and ldh began to decrease. On (B)(6)2017, last dose of tpa was given. The patient continued to receive aspirin, coumadin and persantine. Ldh continued to improve. Patient was discharged to home on (B)(6) 2017 with an ldh of 341 u/l. No additional information was provided.